Manufacturer narrative:
The 2af283 balloon catheter with lot number 56703 was returned and analyzed. Visual inspection of the balloon catheter showed the device was intact with no apparent issues. Smart chip verification indicated the balloon catheter was used for 27 injections on the event date with no system notice. The balloon catheter passed the performance test. When dissecting the balloon catheter, a kink was found on the guide wire lumen at 1.339 inch from the tip. In conclusion, the balloon catheter failed the returned product inspection due to a kink on the guide wire lumen. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturers investigation.